Event description:
It was reported that the user experienced fluctuating blood glucose with episodes of hyperglycemia following treatment of lows, consistent with potential overcorrection, while using the ilet system; the user treated lows with oral glucose and cheese and crackers and subsequently observed glucose rising up to 239 mg/dl. Symptoms included feeling sick. Outcomes included no medical intervention, no hospitalization, and no ketone testing. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarms or alerts and no confirmed device malfunction, with user counseling provided on hypoglycemia treatment using 15 grams of carbohydrate and avoiding insulin stacking. It was concluded that the event involved hyperglycemia with cause unclear and that the device functioned as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.